Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's father reported via phone call that the customer had received a low battery alarm. Customer's blood glucose was 247 mg/dl. Troubleshooting was performed and the caller stated that the contacts on the battery cap are damaged and there is light corrosion. Caller was advised that a replacement battery cap will be sent. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.